Event description:
Biomed reported an under infusion of dopamine. Details of event are as follows: dopamine infusion was being used to maintain adequate heart rate and systolic blood pressure greater than 100. Pt was on a dopamine drip using tubing with a manifold. Dopamine rate was set at 22 ml/hr for continuous infusion; concentration of dopamine was 400 mg/250 ml. The pump alarmed and message indicated to massage the tubing. After massaging the tubing, the rn restarted the infusion. Approx an hour later, the pt was having lower blood pressure and heart rate. Rn observed that the stopcock on the manifold was in the off position. The pump never alarmed "occlusion" or any other warning. Rn stopped the channel and removed the tubing to inspect it and found another kink in it. She tried to massage the tubing again but was not successful. She then changed the set. Pt vital signs returned to appropriate levels when infusion resumed. Continued monitoring was required. Director of critical care services stated "the pt did expire, but not due to this incident."

Manufacturer narrative:
(B)(4). The customer has indicated that the pump module and the administration set is being returned for investigation. At this time, the device has not been received. A follow up report will be submitted with the results of the eval should the device be received for investigation.